Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain and degen disc disease/herniated disc pain. Around the (B)(6) 2019 the patient had gradual lower abdominal pain. The surgeon thought it was nerve pain and gave the patient 5 days of steroids and the patient felt better. Then they started feeling a new type of pain and was hospitalized on (B)(6) 2019 for that pain. A CT was done and the patient was given anti-inflammatory and antibiotics which did not help. They were released from the hospital on (B)(6) 2019 and went to their managing health care provider (hcp). The hcp stated that they were not sure if the pain was from placement of the stimulator. They wanted the patient to turn stimulation off for a few hours to see what happened but the patient had not attempted this yet. It was noted that the implant was in their buttock on the opposite side of where the pain was. No further complications were reported.